Manufacturer narrative:
H4: the lot was manufactured september 14, 2022 - september 15, 2022. H10: two devices were received for evaluation. Visual inspections with the naked eye and with magnification were performed on the samples which revealed a dark particulate matter at port 2, spike port of one of the samples only and no foreign matter could be observed in the other sample. The reported condition was verified on one of the returned samples but not on the other. The cause of the condition could not be determined, however, a potential cause would be from the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a foreign substance. The issue occurred during setup/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.